Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. During the atrial capture test, the pulse generator exhibited an intermittent loss of output and the lead exhibited unacceptable thresholds. The physician noted that he was considering a future lead revision. No additional information was reported.